Manufacturer narrative:
This is a false blood alarm as there was no blood observed in the gas lumen. This could be because of condensation which may happen any time during usage. There was an alternate source of pressure, but they did not have a pressure cable. The customer switched the pump and was able to get a wave form and pump was able to zero and calibrate. The complaint pump was with the customer for their evaluation. Further information is not available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected: alarm. The customer did not observe any blood in the gas lumen. After rebooting the iabp, the iabp generated an "unable to calibrate optical sensor" alarm. The customer observed that there was no kink in the iab. The patient was switched to another iabp and therapy was continued. No patient injury was reported.